Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, when asked what additional actions/interventions were taken, they were not sure of the date because they called many times until they ¿got a man¿ that walked them through the problem they were having. The patient stated that they could not figure out how to work the control unit (¿I was new @ this¿). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient saw the chiropractor and is calling in to know about chiropractor device compatibility; information reviewed. Patient then wanted to know if the chiropractor device could cause stimulation to increase because it went to 1.8v when it should've been at 1.5v. The patient reported feeling a stinging and tickling sensation in their leg so they decreased it to 1.5v. As a result of what was reported, the patient was redirected to the healthcare provider (hcp). The call center reviewed to discontinue using the chiropractor device at this time and work with the hcp before proceeding on using the device. The call center also recommended having the hcp call the manufacturing company; patient understood. No further patient complications have been reported as a result of this event.